Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Date of event is estimated.

Event description:
It was reported the patient's implantable pulse generator (ipg) was unable to provide 24 hours of therapy between charging sessions. Increase in charging frequency began approximately 3-6 months prior to device replacement. Patient did not lose therapy. Device was explanted and replaced, which addressed the issue. No complications were noted during the procedure.